Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the circular seal was stretched. The trocar and cannula appeared intact. The obturator was received. The envelope seal was stretched out. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelop seal to become stretched. The stopcock was intact. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, once the clip applier was used in the port, it then started leaking. It was reported that there was seal damage. The case was able to be completed as is. There was no patient injury.